Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompany this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific rec'd info that this right ventricular lead dislodged due to tricuspid regurgitation. The lead was then repositioned and remains implanted. To date, there have been no add'l adverse pt effects reported. At this time, the product remains in service. If add'l info becomes available, this report will be updated as necessary.